Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.5 x 15 mm xience v stent was deployed in the 2nd obtuse marginal saphenous vein graft (svg) lesion. A 3.0 x 28 mm xience v stent was deployed in the left main coronary artery (lmca). A 3.5 x 08 mm xience v stent was deployed in the proximal circumflex (cx). In 2008, the pt returned with onset of chest pain with mild exertion. Percutaneous transluminal coronary intervention (ptci) was performed; however, it is unk which vessel was treated during this ptci procedure. The pt symptoms were resolved in 2009. No add'l event or pt info is available.

Manufacturer narrative:
The 3.5 x 8 mm xience v stent is being reported under this same MFR report number.